Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient came to our hospital for treatment of pelvic mass, and the doctor ordered CT pelvic plain scan + enhancement examination. Afternoon CT room staff a disposable syringe high-pressure imaging velocity is set to 3.0 (3 ml per second speed in 80 ml of liquid), will increase with iodine, alcohol injection through closed venous indwelling needle input, when open the y on one side of the isolated input after liquid medicine, heparin cap pop-up, so change from another branch of y type input solution, smooth finish. Although the incident did not cause any injury to the patient, the image enhancement did not achieve the expected diagnostic effect due to a malfunction in the middle of the process, which resulted in a decrease in the input of the liquid medicine. Received an update of the sales rep on 2020-05-29. The update of the event description is as follows: after communication, the nurse teacher used the 22y head for high-pressure injection at the speed of 3ml/s, and connected it to the white cap. Due to too much pressure, the heparin cap was blown out.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9269054. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient came to our hospital for treatment of pelvic mass, and the doctor ordered CT pelvic plain scan + enhancement examination. Afternoon CT room staff a disposable syringe high-pressure imaging velocity is set to 3.0 (3 ml per second speed in 80 ml of liquid), will increase with iodine, alcohol injection through closed venous indwelling needle input, when open the y on one side of the isolated input after liquid medicine, heparin cap pop-up, so change from another branch of y type input solution, smooth finish. Although the incident did not cause any injury to the patient, the image enhancement did not achieve the expected diagnostic effect due to a malfunction in the middle of the process, which resulted in a decrease in the input of the liquid medicine. Received an update of the sales rep on 2020-05-29. The update of the event description is as follows: after communication, the nurse teacher used the 22y head for high-pressure injection at the speed of 3ml/s, and connected it to the white cap. Due to too much pressure, the heparin cap was blown out.